Manufacturer narrative:
Further investigation provided additional information.

Event description:
Device 2 of 2: reference MFR number: 1627487-2017-02328.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02328. It was reported the patient experienced pain at the lead site and had chills. The patient was admitted to the hospital. CT scan was done but the results are unknown. As a result, on (B)(6) 2017, the doctor drained the fluid at the lead site which helped with the pain. Culture was done and the results came back as negative. Follow-up revealed the issue was resolved.